Manufacturer narrative:
Boston scientific initiate a class ii recall of charger 1.0, as a result of pts receiving burns while using the charger to recharge the ipg. As part of the recall, all charger 1.0 devices are being returned to boston scientific and replaced with a charger 2.0 device. No further investigation is necessary because the complaint failure modes for charger 1.0 has been investigated, and associated causes understood. Boston scientific no longer manufactures or distributes charger 1.0 devices. This is the final report.

Event description:
A report was received that a pt was burned by a precision charger. The pt had a small blister about the size of the ipg but did not seek medical attention. The burn has healed and the pt is reportedly doing well.